Event description:
Meter name: one touch profile meter. Strip name: one touch strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dry skin and frequent urination. A pt reported they were not able to test and had to purchase another meter. Their meter allegedly would display incomplete segments. The result on the new meter was 80 to 130mg/dl. There was no treatment. No further info has been reported.